Manufacturer narrative:
Product in complaint was returned to zoll on (B)(4) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that the autopulse platform displayed a user advisory (ua) 2 (compression tracking error) message, and the device will not perform any compressions. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and both of the top cover wire strands were cut. The bottom and front covers were also found to have been cracked. Based on the condition of the returned unit, the damages appear to have been due to wear and tear. The platform was functionally tested and no user advisories were displayed. The reported complaint of the platform displaying a user advisory 2 (compression tracking error) could not be duplicated during functional evaluation. The platform archive was reviewed and multiple ua 2 codes were observed to have occurred on the reported event date of (B)(6) 2015. Load cell characterization testing was performed which identified the cause of the ua 2 codes to be due to load cell module 2 under-reporting. Based on the investigation, the parts identified for replacement were the top, bottom, front covers, and load cell module 2. In summary, the reported complaint of the platform displaying ua 2 codes was confirmed during archive review. Through load cell characterization testing, the cause of the ua 2 codes was identified to be that load cell module 2 was under-reporting. Following service, including replacement of the load cell and other damaged parts identified during visual inspection, the device passed all testing criteria.